Event description:
A consumer reported blurry distance vision following intraocular lens (iol) implant surgery. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).